Event description:
During pilot of 100 ca 19-9 serum tumor marker assays done with a kit produced by MFR, results were compared with those of a reference lab utilizing radio immunoassay. Kit results were 65% higher than immunoassay. MFR recalibrated and redistributed the kit. By error and unbeknownst to rptr, a batch of old kits, distinguished from the new kits by only a single number in the product code, were sent to rptr, assays were done 3/15/95-3/21/95, when MFR notified rptr of the error. Twenty four pts were identified as having been tested. Their physicians were notified. No treatment plans were changed based on the tests and there were no injuries. MFR has replaced kits.